Event description:
Clinical trial. It was reported that during a clinical trial drug eluting stenting procedure, moderate balloon withdrawal resistance occured. The index procedure treated a de novo lesion in the first obtuse marginal. The vessel was 2.52mm in width, 14mm long, and was 72% stenosed. There was a mild tortuosity. The physician direct stented the lesion using a 3x32mm taxus liberte stent. Upon withdrawal, the physician noticed moderate balloon withdrawal resistance. Guiding aspiration was necessary to withdraw the balloon, and the event resolved without complications. Residual stenosis was 8% post procedure. The patient was discharged 2 days later receiving aspirin and plavix. This product is only ous approved, but is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.